Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
During a pneumonectomy procedure, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. No pt injury reported.